Manufacturer narrative:
Report task manufacture plant and manufacturer ID corrected- manufacture plant: medical phoenix 2 b/p. Manufacturer ID: (B)(4).

Manufacturer narrative:
H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Patient medications: allopurinol (100 mg), metoprolol tartrate, amlodipine besylate, aspirin. (B)(4).

Event description:
On (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 the patient presented for treatment of natural disease progression distal to the contralateral leg component located in the patient's right common iliac artery. Reportedly the patient's right common iliac artery had dilated. No aneurysm enlargement was noted. It was suspected that a type I or type ii endoleak was possible, however no endoleak was visualized under arteriogram. The contralateral leg component in the patient's right common iliac artery was extended to just above the origin of the patient's right internal iliac artery. The extension was completed using a plc141000 contralateral leg component, and a plc271200 contralateral leg component. The procedure was successfully completed. There were no further reported issues. The patient tolerated the procedure.